Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.